Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: cutter device, handpiece device, 10/31/2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed it was determined that the reported condition that the craniotome device was stuck on the handpiece device was not confirmed. Therefore, an assignable root cause for the reported condition of unable to disassemble was not determined. However, during evaluation, it was determined that the craniotome device neuro-tip was bent/damaged. The assignable root cause for the reported condition of craniotome device neuro-tip was bent/damaged, identified during service and repair, was determined to be to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported during pre-surgery, it was discovered that the craniotome device was stuck on the handpiece device while in use with a cutter device. During in-house engineering evaluation, it was observed that the craniotome device exhibited vibration, had foreign substance/debris/cleaning/sterilization, bearing damage and craniotome neuro-tip was bent/damaged. It was further determined that the device failed pretest for visual assessment and vibration assessment. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.